Manufacturer narrative:
The expiration date is unk. The manufacturing date is unk. Sorin group (B)(4) manufactures the csc14 cardioplegia device. The 510(k) number is k012898. The csc14 is a component of the heart lung pack. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that during bypass the perfusionist noticed air bubbles in the outlet of the cardioplegia line. The air was diverted and did not reach the pt. The unit was used to complete the case. The investigation is on-going. A f/u report will be forwarded when the investigation is complete.

Event description:
It was reported that during bypass the perfusionist noticed air bubbles in the outlet of the csc14 cardioplegia line. The air was diverted and did not reach the pt. The unit was used to complete the case. There was no pt complications reported.